Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/pneumothorax procedure, at bulla resection of lung, the surgeon resected right lung with 2 cartridges. After that, they resected diseased left lung tissue with 2 cartridges, and then they found another diseased tissue and resected it with another 2 cartridges. As they noted no leakage at leak test, then they closed the chest. 6 hours after the procedure, the patient coughed; however, there was no problem with drain. The 9.5 hours after the procedure, the surgeon found bleeding of 600 ml at left thorax and they performed re-surgery after diagnostic imaging. They removed the blood and gore in chest cavity (total 1200 cc) and noticed bleeding already stopped. They could not identify the location of bleeding. They could not find the staples at the proximal site of the first staple line (of the first diseased tissue of left lung ). They noted blood tumor around that area. Then they suspected the event had occurred at that area. They additionally resected the blood tumor and the staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative (B)(4) reload and applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. If information is provided in the future, a supplemental report will be issued.